Manufacturer narrative:
Final analysis found a telemetry interruption which contributed to the reported backup operation. The interruption is consistent with user error during communicating with the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited backup vvi operation while still in the box. The device was not used and there was no patient involvement.